Manufacturer narrative:
H.6. Investigation summary: bd received 1 photo from the customer in support of this complaint. A visual examination of the photo was performed and revealed embedded foreign matter in the sidewall of the tube. Bd was able to confirm the customer¿s indicated failure mode with the photo provided. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tubes, the device experienced foreign matter in tube; biological and nonbiological. This event occurred once. The following information was provided by the initial reporter. The customer stated: the customer's verbatim report is that a black stain-like fm was adhering to the tube."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tubes, the device experienced foreign matter in tube; biological and nonbiological. This event occurred once. The following information was provided by the initial reporter. The customer stated: the customer's verbatim report is that a black stain-like fm was adhering to the tube."